Event description:
It was reported that the patient experienced a vf episode that was unable to be broken by multiple high voltage therapies from the device. The patient was externally defibrillated. The device had been at eri for several months and the patient was possibly non-compliant or lost to follow-up. The device was explanted and replaced.